Event description:
It was reported that during a laparoscopic gastric bypass procedure, there was an incomplete staple line on the left side of the reload. The procedure was completed by hand-suturing. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the instrument was returned in good visual condition and with no cartridge present. The instrument was tested for functionality with a test cartridge and it fired, cut and formed the staples as intended. The instrument fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The analysis results showed that two cartridges were returned spent and with no damage to the spring lockout tab. No functional test was performed. Cartridges batch # afaa40.